Event description:
Customer reported that the device was not charging well due to a damaged cord and bent insert, and profile settings were not visible, with inaccurate charging status also noted. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting and was in the process of renewal as the device was out of warranty, and information was documented accordingly.